Manufacturer narrative:
Medications: tylenol, colace, lopressor, flomax, vancocin, ultram, prinivil, and zestril. (B)(4). The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to delivery and deployment events (e.g. Deployment difficulties/failures; failure to deliver the stent graft). In addition, the IFU states incorrect deployment or migration of the endoprosthesis may require endovascular or surgical intervention. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat an acute type b aortic dissection. It was reported that the physician planned to cover the left subclavian artery and land distal to the carotid artery due to a bovine arch and then use additional conformable gore® tag® thoracic endoprostheses to extend proximal to the celiac artery. Reportedly the conformable gore® tag® (tgu404020/12596925) was confirmed in position at the bovine origin, set to deploy, the physician allowed the first year resident to deploy the graft. The physician instructed the resident to "pull the deployment line hard and fast". The resident pulled with excessive force and the deployed device landed at the diaphragm level with the distal end approximately 5cm above the aortic bifurcation. The deployed device covered the superior mesenteric artery, both renal arteries, and the celiac artery. The physician chose to deploy two conformable gore® tag® devices in the intended position and then perform an open repair and explant the tgu404020/12596925 device. A third conformable gore® tag® device was then implanted to extend proximal to the celiac artery. There was no further sequela, the patient tolerated the procedure.

Event description:
The field sales associate reported that the physician planned to cover the left subclavian artery and land distal to the carotid artery due to a bovine arch and then use additional conformable gore tag thoracic endoprostheses to extend just proximal to the celiac artery.